Event description:
It was reported by the patient's attorney, "that approximately 3 years post implant, the patient was readmitted for leg pain and was diagnosed with a new dvt in the left extremity. Four days later she was transferred to a skilled nursing facility. The patient then developed severe pain in the groin area which was uncontrolled despite pain medication. The following day, a CT scan demonstrated a large hematoma. The patient was then returned to the surgical unit, where the following was noted: acute blood loss anemia, hemorrhagic shock, dvt, status post ifc filter, hypercoaguable state, atrial fibrillation with rapid ventricular response, hypokalemia and hypomagnesemia. Despite further care, the patient expired due complications of hemorrhagic shock due to a large retroperitoneal hemorrhage that occurred following placement of the ivc filter. An autopsy report notes that the filter had migrated above the renal veins, that there was a perforation and several tears and areas of hemorrhage near the filter. The autopsy report also notes that there were no other findings to account for the retroperitoneal bleeding."

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter was not returned to the manufacturer. Therefore, a sample evaluation could not be performed. The investigation is currently underway.